Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open castration procedure on a veterinary case, inflammatory spots and bumps were noted. Antibiotics were used to resolve the issue. There was no injury.